Event description:
It was reported when using the bd relion® insulin syringe, the device experienced hub separates from the device. The following information was provided by the initial reporter. The customer stated: consumer reported when removed needle shield, needle hub was missing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd relion® insulin syringe, the device experienced hub separates from the device. The following information was provided by the initial reporter. The customer stated:   consumer reported when removed needle shield, needle hub was missing.

Manufacturer narrative:
H.6. Investigation: customer returned (1) 0.5ml insulin syringe from lot# 1144293. The consumer reported that the needle hub was missing. The returned syringe was examined, and it was observed that the needle hub/shield assembly was attached to the barrel. When attempting to remove the cannula shield from the syringe it was observed that the hub assembly detached from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch# 1144293. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. CAPA#1630423 was initiated.